Event description:
The rotator broke when pressure built up during a angiographic procedure. There was no report of harm or injury. The customer reported four (4) defective devices but would not provide any additional information or clinical details for the additional events. This single form FDA 3500a report will be filed.

Manufacturer narrative:
Device evaluation: the suspect devices have not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation is completed. Evaluation method, the device history record was reviewed. Conclusion: a follow-up report will be submitted when the device evaluation has been completed.